Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: display was dim and discolored.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the battery compartment was cracked and there was visible moisture corrosion inside the battery compartment. The pump was opened for investigation and did not reveal any evidence of moisture inside the pump. The display was noted to be dim and discolored. A test display was attached to the pump and illuminated properly and was clearly legible.